Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia) / prolonged menses") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystic duct stone and gallstones. Previously administered products included for an unreported indication: orothtriclode. Concurrent conditions included overweight. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced nausea ("nausea"). On 1-mar-2012, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine") and headache ("headache"). On 14-mar-2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), irritability ("irritability"), feeling abnormal ("brain fog"), photophobia ("photophobia"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight fluctuation ("weight gain/ loss") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy done ). Essure was removed on 10-jan-2017. At the time of the report, the menorrhagia, depression, anxiety, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection, nausea, allergy to metals, dyspareunia, pelvic pain, weight fluctuation, migraine, headache and abdominal pain had resolved, the dysgeusia and photophobia outcome was unknown and the irritability and feeling abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysgeusia, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, photophobia, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in june 2011: fallopian tubes was inconclusive 27-jun-2011 : hysterosalpingogram : (1)inconclusive; the test was inconclusive and the examiner was unable to get a good reading. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), urinary tract infections, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight loss, migraine, headache, pain, abdomen pain", reporter,concomittant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia) / prolonged menses") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 29-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystic duct stone, gallstones, diabetes and acid reflux (oesophageal). Previously administered products included for an unreported indication: orothotriclode. Concurrent conditions included overweight. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as bupivacaine, cefazolin, ketorolac, levothyroxine, medroxyprogesterone acetate (depo-provera) and paracetamol (pain relief). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced dysgeusia ("metallic taste in mouth"), irritability ("irritability"), feeling abnormal ("brain fog"), photophobia ("photophobia / light sensitivity"), weight fluctuation ("weight gain/ loss"), abdominal pain ("abdomen pain"), eructation ("gas in my ribs"), pain ("feeling a little sore"), gallbladder disorder ("gall bladder problems"), night blindness ("night blind"), menstrual disorder ("menstrual cycle crazy"), dysfunctional uterine bleeding (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal disorder ("bowel issue"), hyperacusis ("light sensitivity"), motion sickness ("motion sickness"), loss of libido ("loss of libido") and cystitis ("bladder infection"). The patient was treated with ibuprofen and surgery (gall bladder removed in 2015 and total hysterectomy and bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, feeling abnormal, photophobia, depression, anxiety, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection, nausea, allergy to metals, dyspareunia, pelvic pain, weight fluctuation, migraine, headache, abdominal pain, hyperacusis, motion sickness and cystitis had resolved, the dysgeusia, eructation, pain, gallbladder disorder, night blindness, menstrual disorder, dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency and gastrointestinal disorder outcome was unknown, the irritability had not resolved and the loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cystitis, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, eructation, fatigue, feeling abnormal, gallbladder disorder, gastrointestinal disorder, headache, hyperacusis, hypothyroidism, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, motion sickness, nausea, night blindness, pain, pelvic pain, photophobia, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes was inconclusive.. Pathology test - on (B)(6) 2017: results: benign endometrial polyp, secretory endometrium, myometrium with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia) / prolonged menses") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 29-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystic duct stone, gallstones, diabetes and acid reflux (oesophageal). Previously administered products included for an unreported indication: orothtriclode. Concurrent conditions included overweight. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as bupivacaine, cefazolin, ketorolac, levothyroxine, medroxyprogesterone acetate (depo-provera) and paracetamol (pain relief). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced dysgeusia ("metallic taste in mouth"), irritability ("irritability"), feeling abnormal ("brain fog"), photophobia ("photophobia / light sensitivity"), weight fluctuation ("weight gain/ loss"), abdominal pain ("abdomen pain"), eructation ("gas in my ribs"), pain ("feeling a little sore"), gallbladder disorder ("gall bladder problems"), night blindness ("night blind"), menstrual disorder ("menstrual cycle crazy"), dysfunctional uterine bleeding (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal disorder ("bowel issue"), hyperacusis ("light sensitivity"), motion sickness ("motion sickness"), loss of libido ("loss of libido") and cystitis ("bladder infection"). The patient was treated with ibuprofen and surgery (gall bladder removed in 2015 and total hysterectomy and bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, feeling abnormal, photophobia, depression, anxiety, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection, nausea, allergy to metals, dyspareunia, pelvic pain, weight fluctuation, migraine, headache, abdominal pain, hyperacusis, motion sickness and cystitis had resolved, the dysgeusia, eructation, pain, gallbladder disorder, night blindness, menstrual disorder, dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency and gastrointestinal disorder outcome was unknown, the irritability had not resolved and the loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cystitis, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, eructation, fatigue, feeling abnormal, gallbladder disorder, gastrointestinal disorder, headache, hyperacusis, hypothyroidism, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, motion sickness, nausea, night blindness, pain, pelvic pain, photophobia, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes was inconclusive.. Pathology test - on (B)(6) 2017: results: benign endometrial polyp, secretory endometrium, myometrium with adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot no. Was added. New reporter contact information was added. Patient's demographics were added. Medical history was added. Concomitant medications were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia) / prolonged menses") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystic duct stone and gallstones. Previously administered products included for an unreported indication: orothtriclode. Concurrent conditions included overweight. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as levothyroxine and paracetamol (pain relief). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced dysgeusia ("metallic taste in mouth"), irritability ("irritability"), feeling abnormal ("brain fog"), photophobia ("photophobia / light sensitivity"), weight fluctuation ("weight gain/ loss"), abdominal pain ("abdomen pain"), eructation ("gas in my ribs"), pain ("feeling a little sore"), gallbladder disorder ("gall bladder problems"), night blindness ("night blind"), menstrual disorder ("menstrual cycle crazy"), dysfunctional uterine bleeding (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), vitamin d deficiency ("vitamin d deficiency"), gastrointestinal disorder ("bowel issue"), hyperacusis ("light sensitivity"), motion sickness ("motion sickness"), loss of libido ("loss of libido") and cystitis ("bladder infection"). The patient was treated with ibuprofen and surgery (gall bladder removed in 2015 and total hysterectomy and bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, feeling abnormal, photophobia, depression, anxiety, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection, nausea, allergy to metals, dyspareunia, pelvic pain, weight fluctuation, migraine, headache, abdominal pain, hyperacusis, motion sickness and cystitis had resolved, the dysgeusia, eructation, pain, gallbladder disorder, night blindness, menstrual disorder, dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency and gastrointestinal disorder outcome was unknown, the irritability had not resolved and the loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cystitis, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, eructation, fatigue, feeling abnormal, gallbladder disorder, gastrointestinal disorder, headache, hyperacusis, hypothyroidism, irritability, loss of libido, menorrhagia, menstrual disorder, migraine, motion sickness, nausea, night blindness, pain, pelvic pain, photophobia, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes was inconclusive. Pathology test - on (B)(6) 2017: results: benign endometrial polyp, secretory endometrium, myometrium with adenomyosis. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received - new events 'light sensitivity, motion sickness, loss of libido, bladder infection" were added. Outcome for the event 'light sensitivity, sound sensitivity, motion sickness, depression, brain fog, loss of libido, weight gain, urinary tract infection, bladder infection' were added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation / abnormal bleeding (menorrhagia) / prolonged menses") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystic duct stone and gallstones. Previously administered products included for an unreported indication: orothtriclode. Concurrent conditions included overweight. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as levothyroxine and paracetamol (pain relief). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), irritability ("irritability"), the first episode of feeling abnormal ("brain fog"), photophobia ("photophobia"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight fluctuation ("weight gain/ loss"), abdominal pain ("abdomen pain"), eructation ("gas in my ribs"), the second episode of feeling abnormal ("feeling a little sore"), gallbladder disorder ("gall bladder problems"), night blindness ("night blind"), menstrual disorder ("menstrual cycle crazy"), dysfunctional uterine bleeding (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), vitamin d deficiency ("vitamin d deficiency") and gastrointestinal disorder ("bowel issue"). The patient was treated with ibuprofen, surgery (total hysterectomy and bilateral salpingectomy done) and surgery (gall bladder removed in 2015). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, depression, anxiety, alopecia, fatigue, weight increased, vaginal haemorrhage, urinary tract infection, nausea, allergy to metals, dyspareunia, pelvic pain, weight fluctuation, migraine, headache and abdominal pain had resolved, the dysgeusia, photophobia, eructation, the last episode of feeling abnormal, gallbladder disorder, night blindness, menstrual disorder, dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency and gastrointestinal disorder outcome was unknown and the irritability had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysfunctional uterine bleeding, dysgeusia, dyspareunia, eructation, fatigue, gallbladder disorder, gastrointestinal disorder, headache, hypothyroidism, irritability, menorrhagia, menstrual disorder, migraine, nausea, night blindness, pelvic pain, photophobia, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight fluctuation, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes was inconclusive (B)(6) 2011 : hysterosalpingogram : (1)inconclusive; the test was inconclusive and the examiner was unable to get a good reading. On (B)(6) 2017, pathology test revealed uterus with bilateral fallopian tubes (no ovaries).1. Benign endometrial polyp 2. Secretory endometrium 3. Myometrium with adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Events gas in my ribs, feeling a little sore, gall bladder problems, night blind, menstrual cycle crazy, dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency and bowel issue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), irritability ("irritability"), feeling abnormal ("brain fog"), photophobia ("photophobia"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy done on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysgeusia, irritability, feeling abnormal, photophobia, depression, anxiety, alopecia, fatigue and weight increased outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, fatigue, feeling abnormal, irritability, menorrhagia, photophobia and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: fallopian tubes was inconclusive. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.